Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today?

Event description:
It was reported a patient underwent an unknown radiology procedure on (B)(6) 2019 and topical skin adhesive was used. They went to activate the adhesive and the physician assistant was stuck/pricked with a shard of glass. It is unknown how the case was completed. There were no patient consequences reported. No device will be returned. Additional information was requested.